Event description:
A report was received that the patient underwent a lead revision due to discomfort caused by the clik anchor. The physician relocated the clik anchor and the patient was reportedly doing well following the procedure.